Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient received a batch of bad cassettes and has been using more than one per day due to this. Patient had a backup device to switch to in order to continue their life-sustaining infusion. There was no patient, or clinician injury associated with this event. No further details provided.

Manufacturer narrative:
Additional information was received on 8/17/2022: patient date of birth was provided ((B)(6) 1956). No further information is needed. Device evaluation including root cause analysis was completed and the results were submitted with the follow-up MDR rr-48377-001. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd cassette reservoirs - flow stop.

Event description:
Additional information received on (B)(6)2022: patient information was provided. The product will be returned, and it was unknown if all 60 cassettes were used. Regulatory reference: mw5106759.

Manufacturer narrative:
Other, other text: the device was returned. The customer's problem was not duplicated. The samples were fully priming and connected without difficulty. The pump ran, and no alarms were activated. This complaint is not confirmed.(updated h3, h6c, h6d, and h6e) a device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. Additional information was received on(B)(6)2022. (Updated b5) medwatch mw5106759 (updated g3), corrected data: the brand name was incorrect, in the initial report. (Updated d1) the common device name was incorrect, in the initial report. (Updated d2a)